Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code appropriate term / code not available was used as there were no device related clinical symptoms observed. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Visual inspection revealed no abnormalities other than the cuts noted on the outer insulation likely due to induced damage from normal use. Laboratory analysis unable to confirm the reported allegation.

Event description:
It was reported that this right ventricular (rv) lead was found to have pulled back during follow-up check. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code appropriate term/code not available was used as there were no device related clinical symptoms observed.

Event description:
It was reported that this right ventricular (rv) lead was found to have pulled back during follow-up check. The lead was explanted. No additional adverse patient effects were reported.